Event description:
It was reported there was intermittent failure at the connector. The rf (radio frequency) head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the electromagnetic field immunity and uplink amplitude tests were out of specification; the rf (radio frequency) head cable found out of electrical specification. (B)(4).